Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call regarding high blood glucose of 530 mg/dl. Customer also indicated that the insulin pump has alarmed no delivery, motor error and squirts when priming. Troubleshooting explained different kinds of sensors and threshold suspend feature. No further information was provided from customer.